Manufacturer narrative:
The devices were not returned for analysis. Reviews of the lot history record and lot specific similar complaints could not be performed as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on available information, a cause for the complete clip detachments could not be determined. The foreign body in patient appears to be a cascading effect of the complete clip detachment. Additionally, the reported patient effect of foreign body in patient is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.h1: summary no. Of events.

Manufacturer narrative:
The devices were not returned for analysis. Reviews of the lot history record and lot specific similar complaints could not be performed as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on available information, a cause for the complete clip detachments could not be determined. The foreign body in patient appears to be a cascading effect of the complete clip detachment. Additionally, the reported patient effect of foreign body in patient is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Added exception #2015009.

Manufacturer narrative:
Date of event, implant date: dates estimated. The devices were not returned for analysis. Reviews of the lot history record and lot specific similar complaints could not be performed as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on available information, a cause for the complete clip detachments could not be determined. The foreign body in patient appears to be a cascading effect of the complete clip detachment. Additionally, the reported patient effect of foreign body in patient is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 5 foreign body in patient due to complete clip detachment events which is considered a serious injury. The relationship of the adverse events to the mitraclip device could not be determined based on the limited data received from the registry. Tvt registry data is reported as a summary per summary reporting exemption approval number - e2015009. No additional information was provided.